Manufacturer narrative:
Citation: acconcia mc et al. Effectiveness of the new generation transcatheter aortic valve in the real life studies. Review and met a-analysis. Eur rev med pharmacol sci. 2019 sep;23(18):8018-8027. Doi: 10.26355/eurrev_201909_19018. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the post-procedural outcomes with new generation transcatheter aortic valve implantation devices. All data were collected from a meta-analysis review of observational studies that were published between january 2014 and june 2019. The study population included 9,100 patients and demographic information was not provided. Of those, 2,742 were implanted with medtronic evolut r or evolut pro bioprosthetic valves. No serial numbers were provided. Among all patients, an unspecified number of deaths occurred within 30-days post implant. No other details were reported. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, stroke, and moderate-severe paravalvular leak. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.